Event description:
Gu, w., zhou, g., aldiyarova, a., liu, t., zhang, y., liu, w., meng, l., gu, b., li, m., su, m., su, c., liu, a., & wang, w. (2023). Stent-assisted coiling of intracranial carotid ophthalmic segment aneurysm segment aneurysms: long-term follow-up from a single center. Journal of interventional medicine, 6(3), 116¿120. Https://doi.org/10.1016/j.jimed.2023.07.004. Medtronic review of the literature article found a retrospective review of 88 patient with 99 internal carotid artery (ica) ophthalmic segment aneurysms (osas) treated between january 2009 and january 2020. It was noted that 76 patients were treated with stent-assisted coiling (sac) while the 12 remaining patients were treated with conventional coiling. Multiple brands and types of coils and stents were used including nexus and axium coils as well as solitaire ab (sab) stents. It was not reported which devices were used in each case so it cannot be determined if any of the device malfunctions or patient complications noted below pertain to medtronic devices. Coiling was considered successful in all 88 patients and 85 patients were reported to have achieved favorable outcomes (defined as mrs score 0-2). No patient mortality outcomes occurred. It was reported that complications occurred in 8 patients. Device issues reported in the article included: intra-operative coil migration occurred in 2 patients. Stent migration occurred in 3 patients but without sequelae. Potentially serious adverse events reported in the article included: post-interventional ischemic events developed in 3 patients treated with sac. Though it was not included in the article complications/adverse events, it should be noted that 3 patients did not achieve mrs 0-2 which seems to indicate that 3 patients did not achieve aneurysm occlusion. However, no additional intervention or adverse patient events were reported in associated with this finding.

Manufacturer narrative:
A2. Reported patient age is the average age from all patients included in the literature article study group. A3. Reported patient sex is the sex of the majority of patients included in the literature article study group. B3. Reported event date is the date of article electronic publication. E1. Multiple facilities were reported associated with multiple authors; therefore, the facility name is unknown. Address and contact information in section e is associated with the communicating author reported as the initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.